Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection that was cellulitis on the arm. For treatment, the patient was given clindamycin antibiotic of 300 mg to be taken every 6 hours for 10 days. The site was a bump on the arm that was 3 inches by 5 inches, which was swollen and red. The pod was worn between 4 and 24 hours and was removed.